Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify motor error alarm due to a33 alarm. The insulin pump was received with normal operating currents and a21 error test. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error followed by a compromised force system sensor alarm. The customer's blood glucose reading was 524 mg/dl at the time of incident. Troubleshooting found that insulin was squirting out during the manual prime process. It was also found that the drive support cap was normal and the alarms were cleared. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.